Event description:
The customer reported the cine function failed to operate properly. No report of patient injury.

Manufacturer narrative:
Repairs on the system were not disclosed. Therefore, no conclusion can be drawn. However, no reports of patient injuries.